Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device noted that the clip assembly was returned with both arms broken at the middle section. Kinks were also noted at the middle and distal section of the catheter. Microscope examination was performed on the clip assembly, and it was observed under high magnification that the broken sections of the arms showed evidence of corrosion. It was also found that the yoke was stuck inside the bushing, indicating the potential for deployment failure. Dimensional examination was performed to further analyze the deployment issue, and the yoke diameter measurement was confirmed to be within specification. A dimensional analysis was also performed on the distal section of the bushing and the internal measurement was found to be out of specification, while the media and external measurements were confirmed to be within specification, confirming the deployment issue. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. Investigations are in place to address these issues. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip did not go down the scope. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results showed that the yoke was found to be stuck inside the bushing, indicating the potential for deployment failure; therefore, this is now an MDR reportable event.